Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00211: plate tack, 3025141-2019-00212: plate, 3025141-2019-00213: screw 1, 3025141-2019-00214: screw 2, 3025141-2019-00215: screw 3, 3025141-2019-00217: screw 5, 3025141-2019-00218: screw 6.

Event description:
While implanting a clavicle midshaft plate, the surgeon used a plate tack. After screw insertion was complete, the plate tack was removed under power and it broke. The tip of the broken plate tack could not be removed and was left implanted.